Event description:
It was reported that the table locks did not actuate after the foot pedal was released, causing the tabletop to move in two directions without resistance. The incident occurred during pt set-up. There was no injury reported. This situation could contribute to an injury, if a pt or operator were unaware of this condition while loading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the pedal mechanism flag that intercepts the light beam was out of adjustment, preventing the table locks to engage. The fe readjusted the flag, and verified that the table locks were performing according to specs.